Event description:
Mechanical dials on pump have plastic inlaid indicators that are glued to dial. Pump #16428 had dials with plastic indicators that fell off and were improperly reapplied, indicating a dose different than what the machine delivered. Different pumps checked out and 2 of the 3 dials have been glued back incorrectly. Removed all pca I from use on 4/21/00. Rptr contacted baxter, inc. They no longer make pca I. Biomed is working together to fix this problem by using some kind of marker that will stay permanently on dial.